Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the power supply unit involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The power supply was installed into an in-house test system and was powered up at normal mode but it shut down during testing with system time out. This complaint is being reported due to a da vinci surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci-assisted nephrectomy procedure, the customer experienced repeated non-recoverable errors. The customer tried to recover but the fault would return immediately. The customer had power cycled the system, prior to calling an intuitive surgical, inc. (Isi) technical support engineer (tse), but again the system faulted. The tse logged into the system error logs and was able to verify the customer reported error code. The tse recommended the customer to power cycle the system once again but the issue persisted. The surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of any patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the power supply to resolve the issue.